Event description:
Post procedure- pt developed hypotension/cardiovascular collapse and retro-peritoneal hemorrage, requiring blood infusions/surgical intervention. Operative procedure: right externa iliac femoral artery puncture with disection into retro peritonem with hemorrage.